Manufacturer narrative:
Result: calf support, foot positioning assembly.

Event description:
It was reported by service report that the calf support and foot positioning assemblies were loose. The electronic tip cover and head cover were damaged in a way that fluid could ingress. No pt involvement or adverse consequences are reported.